Event description:
It was reported that the patient's implantable pulse generator (ipg) was not functioning and was difficult to charge. The patient underwent an ipg replacement procedure wherein a non-rechargeable device was implanted. The patient was doing well postoperatively. The explanted device was discarded by facility.